Event description:
Customer reported an erroneous high access toxo igg (toxoplasma gondii immunoglobulin g antibodies) test result was obtained for one pt with 2 different samples when using the unicel dxi 800 access immunoassay system. Test results were reported out of the lab. The sample was sent to beckman coulter inc (bci), for further testing. Test results were negative. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 2 reported by this customer for two different testing dates.

Manufacturer narrative:
Sample info was not provided. Quality control was acceptable. A system check was performed on (B)(6) 2009 and was within specifications. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add¿l reportable events. This MDR represents event 1 of 2 reported by this customer for testing performed on (B)(6) 2009. The related MDR is: MDR 2122870-2011-03757, 03756.